Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device as not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. There was no additional information available. While there are a number of potential causes for the reported issue, because a review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported complaint.

Event description:
It was reported that some of the plastic on the outer side of the balloon catheter (subject device) had sheered off when it was removed from the patient's anatomy. It was reported that the patient had quite a lot of calcification. No further information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that some of the plastic on the outer side of the balloon catheter (subject device) had sheered off when it was removed from the patient's anatomy. It was reported that the patient had quite a lot of calcification. No further information is available.